Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending coronary artery. The lesion was treated with predilation, and a 2.5x28mm taxus liberte monorail stent delivery system was advanced and despite several attempts; it was unable to cross the lesion. It was noted that the distal end of the stent was flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.